Event description:
Reportedly, the patient went to hospital on (B)(6) 2018 because of palpitations. An ECG showed that the patient had ventricular tachycardia which spontaneously stopped. The ECG also showed a ventricular short run of more than five cycles. When the pacemaker was interrogated on (B)(6) 2018, it was noted that the two ventricular events dated (B)(6) 2018 were not recorded in the device memory. However, the heart rate curved showed that the patient¿s spontaneous rhythm had increased around 200 bpm.